Manufacturer narrative:
Service history review: lot 2607513 no service history review can be performed because the lot number cannot be traced. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the wing screw broke. The repair technician reported the schanz screw was stuck in the holding sleeve. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the holding sleeve, 105 mm length is used with schanz screws for fracture reduction and provisional stabilization. The holding sleeve has wing screws, which are used to securely tighten the holding sleeve on the schanz screw by tightening the wing screw using a pin wrench. The technique guides were reviewed for the proper use of this device (j3429-b, j1954-e, and j3428-b). This holding sleeve was returned with the complaint of ¿during a procedure the wing screw broke off into the holding sleeve. The wing screw broke as the surgeon was tightening it into the holding sleeve.¿ this complaint was confirmed as the device was received with the majority of the threaded portion of the wing nut remaining in the holding sleeve, and only the most proximal level of threading attached to the head of the screw are not attached to the device. This failure likely occurred as a result of repeated over tightening over the life of this device, however the age of this device is unknown, but years of regular use would plausibly lead to this complaint. A review of the most current revision of the document drawing for (se_438577 rev. A) was performed. The design, dimensions and material are adequate for the intended use of this device and did not contribute to this complaint. One shanz screw was returned in conjunction with this complaint, with the problem reported being that ¿it was stuck in the holding sleeve.¿ this device did not contribute to this complaint condition, but became stuck in the holding sleeve as a result of the wing screw breaking while in the tightened position. This screw is in good condition and shows no signs of damage. This complaint condition is confirmed. The design of the device was found to be adequate for its intended use and did not contribute to this complaint condition. This complaint likely occurred as a result of normal use and wear over the lifetime of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported to the service and repair department documented that during a procedure the wing screw broke off into the holding sleeve. The wing screw broke as the surgeon was tightening it into the holding sleeve. There were no fragments. There was no delay in surgery and no harm to the patient. Complaint issue was discovered during procedure. The procedure was completed successfully. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation could not be completed, no conclusion could be drawn as no device was returned. Service history review records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.